Event description:
It was reported that on (B)(6) 2006 the patient presented the diagnosis of lumbar spondylolisthesis at l5-s1. The patient underwent surgery that consisted of an anterior lumbar interbody fusion and fixation using peek cage and placement of anterior lumbar plate. Per the operative report ¿¿ a 12mm x medium size cage was sized appropriately and fluoroscopic imaging was then used to size this. The 12mm peek cage was filled with bmp. This was gently tapped into place¿¿ it appeared that the l5 screw went into the spinal canal approximately a turn and a half. Although this appeared satisfactory and acceptable, I felt that it would be beneficial just to place a 25mm screw. A 30mm crew was removed and the 25mm screw was placed, there was no difficulty. When beginning to close, there appeared to be a small tear in the left iliac vein. This was probably a perforator. In order to close this, there was a significant amount of hemorrhage. This was closed¿during that time the majority of hemorrhage of the case occurred. ¿estimated blood loss was 1000cc. Four hundred fifty (450)cc of cell saver blood were given back and two units of packed red blood cells were given back as well¿¿ no other complications were noted. On (B)(6) 2006, the patient presented deep vein thrombosis status post left iliac vein repair, status post lumbosacral fusion. The patient underwent surgery for placement of inferior vena cava filter, right femoral approach. Reportedly the patient developed constant debilitating pain in the back, shoulders, arm, and legs.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Review of radiographic images found as follows: (B)(6) 2006 chest x-ray normal appearing pa with mild hilar thickening. Bony anatomy is intact. Lung fields and cardiac shadow are normal. On (B)(6) 2006 chest x-ray normal appearing pa with mild hilar thickening. Bony anatomy is intact. Lung fields and cardiac shadow are normal. On (B)(6) 2006 interoperative lumbar x-ray gelpi retractors are shown at the ls junction. Pyramid plate is shown spanning the l5 disc. Three screws in place. On (B)(6) 2006 kub vena caval umbrella in place (B)(6) 2006 lumbar spine series three views showing pyramid plate and anterior spacer spanning the l5/s1 level. On (B)(6) 2006 lumbar spine series three views showing pyramid plate and anterior spacer spanning the l5/s1 level. On (B)(6) 2006 lumbar spine series three views showing pyramid plate and anterior spacer spanning the l5/s1 level. On (B)(6) 2006 CT lumbar multiple cuts are seen through the l5/s1 level with pyramid plate and screws along with spacer causing considerable metal artifact. Degree of fusion cannot be evaluated. On (B)(6) 2006 CT thoracic scout shows morbid obesity. Axial cuts show chest, lung and heart in great detail. Spine shows no evidence of pathology. On (B)(6) 2007 cervical MRI sagittal t2 studies show normal alignment, canal of normal caliber, cord and lower brain appear to have normal anatomy and signal. Axial views show no cord compression, hnp or uncovertebral changes. On (B)(6) 2007 CT head no spinal pathology is noted. On (B)(6) 2007 ankle 3 views mortise, lateral and ap show no fracture or dislocation. Minimal soft tissue swelling is suspected. On (B)(6) 2007 foot 3 views calcaneal spurs are noted at the attachment of plantar fascia as well as the achilles tendon. No acute fractures are noted. On (B)(6) 2008 abdominal us no comment.